Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood. The customer¿s daughter stated that the symptoms related to high blood glucose such as nausea, mouth dry, did not want to eat, abdominal pain on the top and urinating a lot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. The device will not be returned for analysis.